Manufacturer narrative:
Analysis: the unit was tested at technical service. The reported symptom was duplicated. The battery failure was most likely caused by trickle charge problem in the battery charging circuit, which has been identified by fml. A design change has been released by fml. Conclusion: the reported failure was confirmed, which was caused by a known trickle charge problem.